Event description:
It was reported that intermittently, during fluoro, the image on the 9600+ system would go dark. The system would work as expected after reboot. There was no report of pt injury.

Manufacturer narrative:
The customer stated, they want to use the system more to collect add'l info prior to service call. The service call was cancelled.